Event description:
It was reported that the device had over infusion or free flow of normal saline. The event was reported to bd representatives during their site visit. The customer stated that the products were not sequestered. There was patient involvement, but impact is unknown. Although requested, no further information was provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.